Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that on (B)(6) 2022 the device was suspected to be infected. The following day the device was explanted. The physician stated the infection occurred due to the patient getting into a physical altercation which caused the pocket to slightly open causing the infection. It is unknown if the patient will get re-implanted. The patient was stable.